Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of sensing problem and dislodgement were confirmed. Visual inspection showed that the outer helix was within specification. Inner helix was measured and found to be compressed. The compressed inner helix may have contributed to the sensing and dislodgement anomaly noted in the field. Further analysis was performed and no other anomalies were noted. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery. The atrial leadless pacemaker (lp) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were implemented to resolve the oversensing. A post-procedure chest x-ray and fluoroscopy found the atrial lp had dislodged into the right side iliac. The lp was explanted and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of post-paced t-wave oversensing (pptwos) and dislodgement were not confirmed. Visual inspection showed that the outer helix was within specification. Telemetry, pacing, output and sensing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.